Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was 9.9mmol/l. No further information reported.

Manufacturer narrative:
Motor error alarm during rewind due to encoder out of phase. Unable to perform the displacement test due to motor anomaly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.